Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the recovery unit, it was discovered that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.